Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a rotator cuff repair, after deploying a 2.8mm q-fix all suture anchor, the anchor and drill guide were removed and the black and white cobraid sutures were not attached to the anchor, coming out entirely with the drill guide and inserter, suggesting the suture broke within the anchor; additionally, the blue and white cobraid showed a defect or tear, and another 2.8mm q-fix all suture anchor also had a defect or tear in the blue and white cobraid; despite these issues, the bone hole was drilled with the q-fix 2.8 mm drill and guide, and the insertion site was cleared of debris, the surgery was completed using the same faulty devices as the surgeon was able to utilize the sutures in the first anchor and work around the defect in the second to complete the repair, a surgical delay of 5 minutes occurred and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an analysis of the customer provided images found three different perspectives of suture threads. In the first one, two pairs of suture thread can be seen being held, the two suture ends most to the right seems to have a clearly uneven cut, that could indicate a broken suture. In a second picture, a frayed suture can be seen and pointed by a finger. In a third picture, a circled area of the suture seems to be frayed. No anchors could be appreciated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device. Based on this investigation, the need for corrective action is not indicated.